Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 540 mg/dl. Customer stated that the insulin pump had blank display. Customer states the contacts on the battery cap are not missing or damaged. Didn't notice anything customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer stated that the display returned. The insulin pump will not be returned for analysis.